Event description:
While performing a requested onsite fco update for the device, the philips field service engineer (fse) discovered that the pins on the battery pca were bent. There was no reported patient involvement/adverse patient impact.